Event description:
It was reported that upon remote transmission, the pulse generator exhibited backup vvi operation. The patient was brought into clinic for device reprogramming. A device software download was performed and restored to normal functions. The patient was in good condition throughout and following the process.